Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It has been reported that one bd¿ needle 26x3/8 ib has been found clogged before use. The following has been provided by the initial reporter: it was reported that the user was not able to push insulin through the needle. The issue was resolved by switching to a new needle. Event description per attached email states: customer reported this issue happening two weeks ago and yesterday so cts chose event date of two weeks ago. Description of issue: customer reports not being able to push insulin from the needle two weeks ago and having it come out of the needle very slowly yesterday which they resolved both times by changing only the needle. Number of occurrences: 2.